Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 202 mg/dl. Customer was able to resolve no delivery with reservoir change. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.